Event description:
It was reported that "during the procedure, the guidewire did not pass smoothly through the catheter and resistance was encountered. Additionally, expected backflow was not observed and only air was coming through". As a result, the iab was removed and replaced. No patient harm or injury. The patient status is reported as "discharged, post ptca".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.